Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation there was an open pulse wire in the trunk cable, which caused the reported alarms. The root cause for the broken wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the broken pulse wire. The patient was issued a replacement electrode belt.